Manufacturer narrative:
The manufacturing record review indicated that all process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. A review of the raw material/manufacturing procedures in change control system was done during the period when this production order was manufactured and does not show any change in manufacturing method, inspections or specifications that could be related with this complaint. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
. The intraocular lens (iol) was returned to the manufacturing site for investigation. On visual inspection, the lens was received cut and only one half (1/2) of the lens was received. The sample was inspected at 10x microscope magnification and revealed the half of the lens received was broken and missing the haptic, had surface scratches, and surface residuals (fiber/particles) on the lens which is compatible with handling the lens. The condition observed was consistent with a lens explant and/or handling the lens during the attempt to insert process and results code operational chosen to reflect the findings. No cosmetic defects related to manufacturing were found in the returned lens. As reported, the technician was having trouble loading the lens. The investigation results reasonably suggest that the condition of the lens was caused by use error. A review of the manufacturing records was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was removed, the trailing haptic broke off. The reason for a larger incision and a suture was due to the cartridge (emerald) being larger than the 2.4 incision. The event was attributed to a use error. There was no patient injury reported and another lens was used, the same model, a 21.0 diopter.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.